Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found a right plunger case, cracked (on the side). During the power up process testing, primary audible alarm background test was not duplicated. The root cause of the issue could not be determined. There was no loose connection found and glue on j9 connector was not present. Replaced main speaker for preventive. Performed power up process and all functional tests which the device passed. A corrective and preventative action was opened to address the issue.

Event description:
It was reported that there was a primary audible failure background test. No patient injury was reported.